Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced at repair department. However, it is likely that image loss occurred incidentally due to communication failure cause by cable failure (internal disconnection etc.) Because cable kink was observed. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the camera cable was kinked, exposing metal. The unit was left on soak test for 2 days and no issues were found with the image. The charged coupled device and coupler were in good condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head was not working on stack. When the camera was connected it showed a blank image and sometimes strange, colored dots of interference but still no image. The issue was found during preparation for use. The procedure was completed using an alternative camera head with no delay. There were no reports of patient harm.